Manufacturer narrative:
Patient age at time of event: 18 years of age or older (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a balloon burst occurred. The physician performed a thrombectomy treatment procedure of a lesion the was 80-85 % stenosed, mildly tortuous, moderately calcified located in the right coronary (rca) artery. At the end of the procedure, the physician was attempting to post-dilate a previously placed stent with a 3.00 x15 nc quantum apex¿. The balloon was inflated several times to 20 atm for 30 second intervals when it burst. The device was completely removed. The procedure was completed with another 3.00 x15 nc quantum. No complications were reported and the patient is fine.